Event description:
Related manufacturer reference numbers: 2017865-2021-39094. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead exhibited inappropriate automatic mode switch (ams) due to noise over-sensing and right ventricular lead exhibited noise. No intervention was performed. Patient condition was stable and would continue to be monitored.